Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/16/2017 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as itchy, red rash, and blistery. Affected area was treated with over-the-counter (otc) benadryl cream and other otc ointments, possibly neosporin; patient's mother cannot recall the names. The otc ointments were recommended by patient's endocrinologist on (B)(6) 2016. At time of contact, patient has skin reaction. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.